Event description:
It was reported that the device was programmed to vvir, but had alerts for atrial tachycardia, atrial fibrillation and atrial noise reversion. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.